Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the package was opened, the outer sleeve was detached and dropped on the floor. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that it was received in good condition. Upon evaluation of the device, the universal seal assembly latched onto the sleeve as intended; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of the inner seal on device broke off and fell into the patient. The piece was retrieved through the device. It is unknown if another device was used to complete the procedure. There was no adverse consequence to the patient. Customer will not release device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.